Event description:
It was reported that the patient experienced issues with an inflatable penile prosthesis (ipp) due to the pump not working. A revision surgery was performed in which the existing pump, cylinders and connectors were removed and a new preconnected cylinders and pump system was implanted. No information was provided regarding the patient status after the procedure. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.